Event description:
It was reported the device broke during a procedure. The doctor used the device during surgery. At the moment the screw reached the moment of compression, the screwdriver broke out of the head of the screw. The surgeon used another size screw from another lot to complete the surgery. It was reported there was no patient injury. It was reported the event led to an increase in surgery time of 30 minutes.

Manufacturer narrative:
Integra completed its internal investigation 25oct2016. The investigation included: methods: -evaluation of actual device. -review of device history records. - review of complaint management database for similar complaints. Results: DHR for lot ffp7 reviewed and no anomalies that could be associated with the complaint were reviewed. The lot was manufactured in august 2015. A review of the complaint system was performed. This is the first incident reported to newdeal breakage of the head of the bold screw for the past two years. During the same time period, (B)(4) bold® screws were sold. The complaint rate for this kind of incident during the stated time period is 0.0012 percent. This is the first incident for the lot ffp7 and (B)(4) parts were manufactured. Conclusion: the k-wire is drilled through the bone to hold the fragments in place and is the guide for the insertion of the bold screw. The returned k-wire is bent, making difficult the insertion of the screw and can led to the breakage of the screw.